Manufacturer narrative:
A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
Who stated the blood leak occurred approximately one minute after initiation of the patient's hemodialysis (hd) treatment while dialyzing on a fresenius 2008t machine. The biomed tech was unable to provide the patient dialyzing at the time of the incident. The biomed tech stated the patient¿s blood was not returned to the patient and the patient was able to complete treatment on a different machine without further incident. The patient¿s estimated blood loss (ebl) was unknown. The biomed tech was unaware of any patient adverse effects. The complaint device was not available to be returned to the manufacturer for evaluation.